Manufacturer narrative:
Results: the returned ace68 had a kink approximately 60.0 cm from the hub. Conclusions: evaluation of the returned ace68 revealed a kink on the catheter shaft. This damage typically occurs if the ace68 is withdrawn from the packaging without first removing the packaging tray lid. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital technician noticed the penumbra system ace 68 reperfusion catheter (ace68) was kinked within the packaging. The damage to the ace68 was found prior to use. Therefore, the ace68 was not used in the procedure. The procedure was completed using a new ace68.